Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that after the sensor was inserted, the patient indicated she was itchy, and slowly became itchier. Sensor was removed on (B)(6) 2018 due to itchiness. After removal, patient¿s mother saw that the area where the adhesive patch had been was red and bumpy. Reportedly, the sensor was worn beyond seven days. On (B)(6) 2018 the patient's mother spoke to a doctor and a diabetes educator about the skin reaction. The doctor indicated that the issue might be because of dryness and cold. A cavilon patch was given. At the time of contact, it was indicated that the bumps on the patient¿s skin were receding and healing. No additional event or patient information is available. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.